Event description:
The customer obtained a 49 mg/dl and 100 mg/dl blood glucose comparison on the accu-chek compact plus system. The customer states she obtained an additional comparison with blood glucose results 100 mg/dl and 43 mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. The customer felt hypoglycemic. She ate a couple of glucose tablets, a banana, an ice cream sandwich, and a coke. She felt better 2.5 hours after treatment. No adverse event reported. New system sent to customer and return requested.